Event description:
Information was received indicating leakage occurred during administration while using a smiths cadd extension set . The treatment being administered was chemotherapy ( 5 fluorouracil). There was no reported injury to the patient.

Manufacturer narrative:
Additional information: d10. One used sample was returned for evaluation. The returned device was inspected and no discrepancies were identified. The sample was given functional testing: this showed leakage at the filter area. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. Four samples were given functional testing; all samples passed. The device instructions for use document was reviewed; this showed the following cautions regarding the filter: "do not use this administration set to deliver lipid emulsions as the 0.2 filter." And "solutions containing high levels of surfactants may cause fluid leakage through the air vent passage of filter." And "do not administer medications not soluble in the carrier solution or emulsions that have separated with this product; the anti-siphon valve may not function as intended."